Event description:
It was reported that the sponges are coming apart from the string. The string is not holding the sponges together when removing them from the patient. No patient harm or injury. The patient status is reported as "fine". See associated MDR 3011137372-2023-00235.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this product warns the user, "the string is attached to the sponge for accountability purpose only ". A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. The supplier will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the sponges are coming apart from the string. The string is not holding the sponges together when removing them from the patient. No patient harm or injury. The patient status is reported as "fine". See associated MDR 3011137372-2023-00235.